Event description:
An effusion occurred. They had an effusion after their pfa applications in the left atrium. After they were pulling out that catheter in order to post-map, anesthesia noted that the pressure was low and a large effusion was observed one intracardiac echocardiography (ice). A pericardiocentesis was done. The patient was stable. A decanav catheter and a soundstar catheter were in use. Farapulse pfa was in use. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).